Event description:
Reportedly during a procedure for rv lead replacement, during disconnection, the ventricular screw remained stuck in the screwdriver. It was not possible to reposition it because of inefficient screwing of the new rv lead. The subject pacemaker was replaced.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical characteristics. The device was returned with the ventricular screw missing from connection block and locked on the returned screwdriver tip. Regular screw cavities and tightening marks on the atrial and ventricular set-screws were found. The silicone cover was partially detached. Regular gluing of the silicone cover was confirmed by the device history records review.

Event description:
Reportedly during a procedure for rv lead replacement, during disconnection, the ventricular screw remained stuck in the screwdriver. It was not possible to reposition it because of inefficient screwing of the new rv lead. The subject pacemaker was replaced.

Event description:
Reportedly during a procedure for rv lead replacement, during disconnection, the ventricular screw remained stuck in the screwdriver. It was not possible to reposition it because of inefficient screwing of the new rv lead. The subject pacemaker was replaced.

Event description:
Reportedly during a procedure for rv lead replacement, during disconnection, the ventricular screw remained stuck in the screwdriver. It was not possible to reposition it because of inefficient screwing of the new rv lead. The subject pacemaker was replaced.